Event description:
After medical review this non-serious report has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case was reported on (B)(6) 2012 by a physician local reference (B)(4). This case involves a (B)(6), female, treated with poly-l lactic acid (sculptra) (lot a0034) for volume correction on (B)(6) 2012. Poly-l-lactic acid was reconstituted with 7 ml of water plus 2 ml of lignocaine. A total of 8 ml was injected into the hollow cheeks, nasogenal furrows and nasolabial folds. Cannula was used for the procedure. On (B)(6) 2012, after treatment with poly-l-lactic acid, this pt developed swelling, redness of the face and pain. The swelling of the face was at the injection areas (hollow cheeks, nasogenal furrows and nasolabial folds) and it increases on the second and third day after the injection. Steroid injection was provided as corrective treatment and the pt is recovering. No significant/relevant medical history was provided. Relevant concomitant medications included lignocaine. Action taken: permanently discontinued. Corrective treatment: steroid injection. Outcome: recovering/resolving. A ptc (product technical complaint) has been initiated. Global ptc number is pending.